Event description:
Tip cooling weak. Erratic tip cooling. Sometimes not cooling. Confirmed complaint: n2o connect damaged and mis-shapen. Missing n2o nib. Repair order 97438 lm-900 c02 ce cryosurg sy 50502. (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Tip cooling weak. Erratic tip cooling. Sometimes not cooling. Confirmed complaint: n2o connect damaged and mis-shapen. Missing n2o nib. Repair order (B)(4). 1216677-2021-00335 lm-900 c02 ce cryosurg sy 50502 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples: *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/24/2012 under wo #125630 and shipped on 07/16/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97438, this unit was at csi on 11/29/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. Per the service log; n2o connect was damaged and misshaped, and the n2o nib was missing. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. *was the complaint confirmed? Yes. Root cause: the damage to the connector is being attributed to wear and tear and affects connection to the gas source. *correction and/or corrective action: the unit s' connnector was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.